Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricle (rv) lead. High impedance and high short interval counts (sics) were observed, and non-sustained ventricular tachycardia episodes were recorded. There were no known interventions, and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5076 implantable pacing lead, (B)(6) 2012; 4194 implantable pacing lead, (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met and oversensing due to non-physiologic signals/sic (sensing integrity counter) was indicated. Two non-sustained tachycardia (nst) ("lead failure predictor") events with short v-v cycle <(><<)> 220 ms were recorded between on (B)(4) 2014. The lead integrity alert (lia) triggered on (B)(4) 2014 due to meeting the requirements for nst and v-sic. There were 1356 v-sic recorded beginning (B)(4) 2013.